Event description:
During service at baxter, the stop key on the pumphead module keypad was inoperative. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device is 5.09.90, categorized as remediated.there is no further complaint information available.

Manufacturer narrative:
(B)(4).there is a CAPA investigation associated with this report. (B)(4). The pump was received and evaluated by baxter. During service at baxter, it was discovered that the stop key on the pumphead module keypad was inoperable. The pumphead module keypad was replaced.

Event description:
The lay user/patient contacted lifescan alleging the control solution test results are inaccurately high out of the control solution range. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4).